Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a150103 captures the reportable event of clips premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip was bent. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.